Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issue with noticed some air bubbles on the tubing. The customer reported no adverse event. The event involved product(s) mmt-378a, mmt-332a. Troubleshooting was partially performed and advised customer to remove the reservoir from pump. No harm requiring medical intervention was reported. No product return is required for mmt-378a, mmt-332a.

Event description:
Updated summary: it was reported to medtronic that the customer experienced hyperglycemia. The event involved product(s) mmt-1884. Troubleshooting was not performed for high blood glucose, and it was unknown whether the insulin pump was utilized within 48 hours of the event, also it was also unknown whether the auto mode feature was active or not. No product return is required for mmt-1884.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 and h6 (replaced health effect - clinical code 4582 with 1905 and it's related health effect - impact code 2199 with 4650) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.